Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor displayed a service code 110 and was unable to power up. The cause for the failure was isolated to a defective c10, d1, l1 and l2 components on the computer/analog pca. The root cause for the damaged components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor displayed a service code 110 and was unable to power up. The cause for the failure was isolated to a defective c10, d1, l1 and l2 components on the computer/analog pca. The root cause for the damaged components could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery 86344716 and 86463515 has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries.

Event description:
A us distributor reported that a monitor will not power up. A us distributor reported that a battery will not power up.